Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted during testing. The insulin pump was downloaded to carelink pro. The insulin pump carelink history report for (B)(6) 2015 properly matched bolus history and daily totals for bolus activity. No bolus history anomaly noted during testing. No cosmetic damage noted during testing. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received no delivery alarms. The customer's blood glucose was over 325 mg/dl at the time of incident. The customer stated that she had blood glucose of 400 mg/dl and reached as high as 570 mg/dl. The customer performed plunger push and the customer stated that the insulin did exit at the tubing. The customer performed manual prime after rewind and a no delivery alarm occurred. The customer was advised that the insulin pump will need to be replaced and revert to back-up plan. The insulin pump will be replaced and will be returned for analysis.